Manufacturer narrative:
The failure for heat/smoke and not recognized by console was confirmed through functional evaluation, disassembly and visual inspection by the repair technician and diagnostic engineer. Through disassembly and visual inspection, the motor flex assembly was confirmed as damaged/burnt and the motor sockets were corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the device was smoking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was smoking. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.